Manufacturer narrative:
Investigation: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, "foggy image", could not be confirmed. The customer's statement "foggy image" cannot be confirmed. The optics show a clear image with no visible negative characteristics. Individual scratches/impact marks are visible at the distal end of the shaft. Slight foreign particles/abrasion are visible in the optical system (out of focus area). The distal end shows no damage. The defects/damage found are not attributable to a production/manufacturing fault. No further action will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was foggy image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).